Event description:
Event was initially reported as an infection, however in follow up, the physician did not feel there was an infection. Physician indicated that patient noticed "blood blister" approximately 5 months post-surgery. When seen by physician, granulation tissue was noted at incision line. No purulence was noted. The old incision line with area of granulation tissue was opened. The implant was stable. Due to dehiscence, implant was removed as well as intraosseous screw used to stabilize the implant. Granulation tissue was also excised. No post operative problems have occurred and the prognosis is good. Replacement surgery is scheduled for (B)(6) 2011.

Manufacturer narrative:
Method: reviewed device history records (including sterilization records) and product labeling. Results: device history records review revealed no assignable cause for the reported event. The sterilization process was within specified parameters, and there have been no reports of infection from this sterile lot. (Total of 133 products). Product labeling addresses both the possibility of infection and poor wound healing.